Event description:
During a visit at the hospital with an edwards technical product associate, the customer had reported that when testing a balloon before use, the balloon would not deflate. The catheter is not being returned, discarded. No other specific details could be provided, as the event occurred some time ago and the report was obtained during discussion of another event.

Manufacturer narrative:
The complaint could not be confirmed without return of the device. A review of the manufacturing records could not be done without a lot number. No actions will be taken at this time.